Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device: 1 year and 3 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, an area of erythema was noted adjacent to the driveline site. This area became progressively larger, although the patient denied any drainage. The patient was admitted to the hospital 6 days later with the driveline exit site dressing soaked. There was no obviously ruptured abscess or lesion. Blood cultures tested positive for granulicatella adiacens. The patient was treated with unspecified surgical intervention, and vancomycin for 42 days. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.